Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of : degeneration ls-s1 with significant back pain. Patient underwent following procedures : this is a 2-stage procedure. This is stage 1 of 2 stages. Anterior interbody fusion l5-s1. Placement of interbody device l5-s1. Use of bone graft substitute rhbmp-2 mixed with bone graft. Per op-notes, "the disk space was then packed with bone graft mixed with rhbmp-2. Next, the guidewire was advanced into the l5 vertebral body, followed by a cannulated drill. The appropriately sized implant was then determined and was placed over the guidewire under ap and lateral fluoroscopic guidance. The cannula was then removed and the wound was irrigated with copious amounts of sterile normal saline." Patient alleges unspecified injury due to the use of rhbmp-2.